Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited noise. After reviewing the x-ray, clavicular crush damage was suspected. All other electrical measurements were normal. The lead was capped and replaced during routine pulse generator change out procedure.